Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose since this morning. Customer was smelling insulin but it is not from the insulin pump. Customer stated that it must be from the infusion set. Customer stated that she has changed 3 sets since last night. Customer's reservoir was low but she refused to open a new box. Customer has been having trouble ever since. Customer's last blood glucose was 297 mg/dl and is now 462 mg/dl. Customer gave 10 units of insulin through the pump. Customer stated that she is not sick and has no infections. Customer stated that she has been diabetic for over 50 years and doesn't use alcohol swabs. Customer's blood glucose was 500 mg/dl. Customer treated with 10 units of novolog. Customer performed the high pressure test and the pump passed. Customer stated that the cannula was not bent. Customer was advised to do a complete set change. Customer's blood glucose was 384 mg/dl at the end of the call.